Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs pro meter serial number (B)(4). The result from a laboratory using chronometric sta-neoptimale sta-r max stago was 2.84 inr. The result from the meter was 3.7 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 43%, donor 2 hct: 45%. Testing results: donor #1: retention meter and master lot strips: 1.5 inr, retention meter and customer strips: 1.5 inr. Donor #2: retention meter and master lot strips: 2.5 inr, retention meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 8 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.